Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Visual evaluation of the returned sample noted one opened (without original package) used temperature sensing silicone foley catheter with cut portion of inlet tubing was received. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aqueous methylene blue per 100 ml distilled water) and allowed to rest for 30 minutes with no observed leakage. The catheter was passively deflated with no issues or cuffing noted. The balloon was deflated in 51.85 seconds and dissected to find the inflation notch was perforated correctly. A potential root cause for this failure mode was unable to determine. The device meets the relevant specifications and was not influenced by the reported failure. The product was not used for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required due to the reported issue was unconfirmed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter balloon was difficult to inflate and deflate during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to inflate and deflate during pretest.